Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a 300 mm type b dissection. It was reported that during the index procedure the plan was to gain access via the right femoral artery and place the vamf3434c200te stent graft at the distal end of the left subclavian artery. During stent delivery through the right femoral artery, the stent became stuck and was withdrawn, resulting in a right iliac artery dissection. The approach was then changed to the left femoral artery, but stent delivery was still unsuccessful and caused a rupture of the iliac artery. Subsequently, iliac artery reconstruction surgery was performed. The operation was concluded without treatment of the type b dissection. Per the physician the cause of the event was anatomy related. The patient's blood vessels were too thin and lacked elasticity. No additional clinical sequalae were provided and the patient ill be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported difficulty positioning the valiant captivia and subsequent iliac artery dissection and rupture could not be confirmed on the films received. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Procedural angiograms showing the insertion of the valiant captivia would have allowed for a thorough analysis of the event, but these were not provided for review. It is likely that patient anatomy as reported, did contribute to the events, but this could not be confirmed. Image analysis images depict the proximal and distal sections of a valiant delivery system. No deformation is evident to the device in the images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.